Event description:
The advocate stated that she tested the customer's blood glucose and received a reading of "hi" using the customer's meter. She retested the customer using her own contour meter and received a reading of 171 mg/dl. The customer's meter reading was off the chart, but the difference between the readings appears to fall in the "c" zone of the parkes error grid, making the difference clinically significant. The advocate also performed control tests and received a result of 267 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.